Manufacturer narrative:
This report is being filed under exemption (B)(4) by the arjohuntleigh (B)(4) inc. (Registration #(B)(4)) on behalf of the importer arjohuntleigh inc (ahus) (registration #(B)(4)). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. When reviewing similar reportable events, we have found a number of cases with similar fault description (tilted sideways). The trend observed for reportable complaints with this failure mode is currently considered to be very low and slightly decreasing. It has been established that the lift device (maxi 500) and the sling was being used for patient handling at the time of the event. The device was inspected by the technician visiting the site and no malfunction could be found on the maxi 500 lift that could contribute to the event, therefore the device was found working up to the manufacturer specification when the event took place. As required per iso 10535 a stability test has been performed that proves that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the maxi 500 does not become unstable. Based on the event description, review of previous related complaint investigations and the technician conclusions, it appears the maxi 500 was not correctly positioned in relation to the wheelchair. This would mean that the maxi 500 was not positioned in front of the wheelchair, but caregivers tried to lift the resident with the device positioned in parallel to the wheelchair. This way the hanger bar was not positioned over the center of the wheelchair, to achieve it the caregivers decided to transfer the resident over the side of the wheelchair. In such a situation to bring the patient over the side of the wheelchair and therefore outside the center of the gravity the caregivers may have decided to pull the patient into place which can destabilize the lift. It appears more likely that the person in the sling was being vehemently pulled into the desired position and the lift toppled over in the direction that was pulled. This constitutes a use error: not placing the lift as described in the instructions for use (IFU), not avoiding the use of the body of the patient as leverage. The possible sequences of events presented above seems to be the most probable and to be in line with the event description. Our evaluation appears to suggest a use error having occurred. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. When the IFU and the correct lifting procedure would have been followed the event would have been avoided. From this evaluation it is would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities in the abundance of caution.

Event description:
Arjohuntleigh received a complaint where it was indicated that during the patient's transfer to the wheelchair using the maxi 500, the lift tilted sideways. The caregivers tried to put the resident on the wheelchair approaching the wheelchair from the side instead of approaching it from the front of the wheelchair, what itself constitutes wrong device handling. The wheelchair prevented the maxi 500 from fully tipping. No injuries were sustained by the resident involved in the event.